Event description:
It was reported that during an unknown spinal procedure, the tip of the driver broke off in the screw and could not be retrieved. The broken tip remains in the patient. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that it was visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.